Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server had an issue where the machines were not connecting to network and six devices were not connected with downloads stopped. A technical support specialist (tss) found that data synchronization error logs showed failures to connect to the host, with the download status for all affected stations marked as not current. Then the tss confirmed that communication was being blocked at the network level and advised customer to resolve the issue. Further the customer resolved the network issue and stations regained communication with the server and automatically caught up on pending downloads and uploads, which was verified through data synchronization history and server logs, confirming all stations communications were fully up to date and functioning as expected. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server were not connecting to the network. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.